Event description:
It was reported that post a stenting treatment procedure, a stent was explanted. A 3.0x28mm taxus liberte' stent was implanted in the left anterior descending artery to left main trunk artery. A second lesion was treated in the left circumflex artery (lcx) at that time. At the end of the procedure, good blood flow was noted. No patient complications were reported. One year later, a lesion was found in the lcx. The lesion was predilated and a non bsc stent was implanted. While removing the stent delivery system, the balloon got caught in the ostium of the lcx were the taxus stent was implanted one year prior. Resistance was used to remove the delivery device. When the device was examined outside the patient, the taxus stent implanted in 2009 was found to be explanted and on the stent delivery system. No dissection or further patient complications occurred. The procedure was completed at that time. Patient status is listed as good.

Manufacturer narrative:
(B)(4).